Manufacturer narrative:
Date returned to mfg: 7/22/2019. One used list# 123390488, prim plum set oran pe lined lt res tu, clave y-site, secure lock, 103 in was returned for evaluation. The piercing pin/filter vent cap juncture appeared to be wet when received. The plum set was tested per product specification. There was no leakage observed in neither the inlet nor the outlet filter. A visual inspection of the piercing pin/filter vent cap juncture showed cold form damage to both the vent cap and the vent juncture. The complaint of leakage on the plum set could be confirmed. The probable cause of the leakage was due to the cold form damage. The probable cause of the cold form damage is unknown. However, there was also a leak observed from the filter at the vent plug juncture material with the cap opened which appeared to seep from various locations. The probable cause of the leakage was due to a temporary or complete loss of hydrophobic properties of the filter vent material. A lot review was performed with no issues noted. Contact office first and last name.

Manufacturer narrative:
The device is available for evaluation, but it has not been received yet.

Event description:
The customer reported that a plum set leaked normal saline and ifosfamide. It was further described that patient's family found some drops on the floor and the nurse noticed the set was leaking from air vent. The device was changed with no issues. There was patient involvement, but no adverse event and no report of delay in critical therapy.